Event description:
International affiliate reports the tip of the driver broke off from the instrument during a case that involved insertion of a viper2 x-tab screw and guide wire. The surgeon had difficulty removing the guide wire, possibly due to a kink in the guide wire that occurred during the procedure, and both devices were removed intra-operatively. The resulting delay was about five minutes. However, after the procedure, it was noted that the tip of the driver had broken off from the instrument. The affiliate has been asked to provide that status/location of the broken tip.

Manufacturer narrative:
Depuy synthes spine does not use therapy dates as required. As a result, today's date has been entered into the required fields. A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned viper2 x-tab polyaxial screwdriver revealed that the fracture was located at the driver¿s distal tip. The second half of the tip was not provided as it was discarded. A scanning electron microscopy showed evidence of plastic deformation consistent with a static overload failure. A review of the device history record found no issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A CAPA that addressed tip breakage through design modification and material change has been implemented. This product lot was manufactured prior to those changes. The root cause of tip breakage cannot be positively determined. However, as part of the CAPA, testing on production level instruments found tip breakage was the result of the brittle fracture of the material. At this time, the complaint is considered to be closed.

Manufacturer narrative:
Visual inspection of the returned viper2 x-tab polyaxial screwdriver revealed that the fracture was located at the driver¿s distal tip. The second half of the tip was not provided as it was discarded. Results of a scanning electron microscopy analysis show minimal plastic deformation across the surface suggesting a brittle failure consistent with a static overload. No material defects or other abnormalities were observed in this analysis. A review of the device history record found no issues were identified during the manufacturing and release of this product that could have been contributed to the problem reported by the customer. The product was released accompanying all quality requirements. A CAPA that addressed tip breakage through design modification and material change has been implemented. This product lot was manufactured prior to those changes. The root cause of tip breakage cannot be positively determined. However, as part of the CAPA, testing on production level instruments found tip breakage was the result of the brittle fracture of the material. At this time, the complaint is considered to be closed.